Event description:
It was reported that this left ventricular lead exhibited noise. The noise could not be reproduced in the clinic. Reprogramming was performed and the physician would consult with the surgical team for a possible revision or device changeout. The lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).